Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid and failed self test. The customer stated that they were changing batteries and there was water. Customer reported that they went in tub with insulin pump but not submerged the insulin pump. Customer stated that no issue with o ring, battery cap and home screen appears on the display. Customer ran self test twice and insulin pump did not vibrate. Customer was also reporting scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.